Manufacturer narrative:
If additional information becomes available then it will be submitted in a supplemental report.

Event description:
It was reported through the attorney for a patient, as a result of a legal claim, that allegedly, the patient is suffering significant pain as a result of the implantation of a hip system.